Event description:
It was reported "when pulling the item out of the patient the catheter coiled." No patient injury or harm reported. Patient condition reported as "fine."

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided four photos for analysis. The complaint of guidewire and catheter damage was able to be confirmed by the photos. Although the first photo was indistinguishable, the second and fourth photos revealed a coiled catheter which likely resulted from the separation of the guidewire during use. The third photo revealed the lidstock information. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." Without the device to evaluate , the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "when pulling the item out of the patient the catheter coiled." No patient injury or harm reported. Patient condition reported as "fine".